Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code that did not occur after any notable prior events. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, did not experience repeated malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.